Event description:
As reported, during use of the fogarty catheter on a patient with severe vascular calcification and normal tortuosity, the catheter became stuck in the tibiofibular vessel. The catheter entered the vessel normally but got stuck when it was being removed. The balloon was deflated, but the catheter was still difficult to remove. The balloon was torn and remained inside the vessel. An angiogram was performed but the balloon could not be retrieved. The patient was hospitalized in stable condition, and no complications were reported. The device was used as per edwards¿ instruction for use.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with evaluation and device history results.

Manufacturer narrative:
We received one 120602f embolectomy catheter for examination . Examination was performed in the decontamination laboratory due to blood that could not be removed. The balloon appears to have ruptured around the spring tip and the spring is almost stretched out. The distal windings and distal section of the balloon latex are missing. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". For this catheter the maximum pull force on the inflated balloon is 0.5 lbs. The proximal windings do not appear damaged. The catheter body was found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release

Event description:
As reported, during use of the fogarty catheter, the catheter became stuck in the tibiofibular vessel. The catheter entered the vessel normally but got stuck when it was being removed. The balloon was deflated, but the catheter was still difficult to remove. The balloon was torn and remained inside the vessel. An angiogram was performed but the balloon could not be retrieved. The patient was hospitalized in stable condition, and no complications were reported. The device was used as per edwards¿ instruction for use.